Event description:
On 10/9/97, abra became aware, through internal quality assurance check, of rare circumstance in which incorrect result may be given in response to inquiry made by abra's member plasma centers to abra's natl donor deferral registry (nddr) blood bank software device. Plasma centers use abra's nddr to inquire about new donors for which center has no historical info. Nddr is one of several mechanisms used by plasma centers to evaluate whether source plasma donors should be accepted for donation. Even if donor is not identified as deferred through nddr, donor may be listed on center's internal deferral list, or donor may be deferred on basis of medical examination, applicant's responses to donor screening questionnaire, or serological test results. The products mfg from donated source plasma undergo add'l purification and virus removal/inactivation steps. As described below, no donor was accepted foor donation who should not have been, and no source plasma that should not have been accepted was shipped for further MFR as result of problem identified by abra. Given multiple safeguards in place, incorrect result given to plasma center's inquiry would not be reasonably likely to result in death or serious injury to pt. Nonetheless, abra is submitting this medical device report to ensure compliance with medical device reporting requirements. Upon learning of this circumstance, abra immediately undertook investigation of matter and performed appropriate corrective action to prevent its recurrence. Abra's investigation revealed that this rare circumstance may occur when multiple inquiries are made during same telephone call, and when potential donor is searched using social security number (ssn) or immigration and naturalization svc (ins) number following a donor search using the nddr system-generated nineteen digit identification number (unique number assigned to potential donors with no ssn or ins number). In rate instances, certain digits of the nddr-generated nineteen digit number are not cleared when subsequent inquiry is made about an ssn or ins number (both of which have fewer than nineteen digits). This situation could result in deferred donor not being identifed by nddr in response to center's query.